Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Device evaluation -the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of infection against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the patient had all implants removed on (B)(6) 2008 for possible infection, implant dislocation, and leg length discrepancy. The patient had spacers placed and then on (B)(6) 2008 the patient was take back to the operating room as the cultures came back and were negative for infection. Reimplantation date is (B)(6) 2008. There is no new additional information that would affect the existing MDR decision.

Event description:
Pt was revised to address leg length discrepancy. Litigation papers received alleging that the pt suffered extreme pain in her hip, causing difficulty ambulating and sleeping due to failure of the asr devices.